Manufacturer narrative:
Concomitant medical products: evolutpro-26-us transcatheter valve implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no telemetry during interrogation was noted on the leadless implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.